Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 563 mg/dl which was addressed by administering a manual injection. There was no adverse impact to the customer's blood glucose level due to the reported issue. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.